Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 13 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant had lost osseointegration in type IV bone. Clinician reports pain, an infection and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 13 months after the dental implant and abutment were placed in (B)(6) site 4 in the mouth, the implant had lost osseointegration in type IV bone. Clinician reports pain, an infection and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4)